Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) and the production documentation were reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review, no manufacturing related root cause could be identified. The treating physician rated the outcome as no procedure- but device related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
Pk papyrus was intended to treat a lesion in the mid lcx by rotational atherectomy during which a coronary artery perforation type iii occurred. To stop the bleeding, balloon tamponade was performed but unable to seal the perforation. The affected pk papyrus covered stent system was introduced into the patients body but could not be delivered due to proximal calcification. In the process of withdrawing the device, the stent dislodged from the balloon into the lm. The stent was successfully removed by use of a 2.5 mm balloon. The perforation was sealed with implantation of 2 other stents and 3 coils.